Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external fluid leak was observed. It was reported the effluent tube was damaged, specified as at the effluent tube connected to the support plate. The set was replaced and a new set was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.